Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e6 (mechanical error). He stated that the piston rod in the device was blocked. He changed the battery in the device and the infusion set, but e6 was again displayed and he could not confirm the error because the buttons on the device were not functioning. He changed the battery in the device again and stated that the device was then making a whistling noise and would not turn on. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
E6 was found in the history. The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused e.g. By too high friction and/or insufficient supply (depleted or inappropriate battery).